Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) checked the unit and found that after unplugging from the mains supply the unit gets switched off immediately. After further investigation the fse found that the batteries are defective and need to be replaced. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use it was observed that the cs300 intra-aortic balloon pump (iabp) has no battery backup, and after being unplugged it immediately switched off. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, g7, h2, h3, h4, h6 (investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: d5, g1 (contact person). The fse replaced the batteries. The fse then rechecked the unit and found it working good. The unit was then handed over to the customer in good working condition.